Event description:
Doctor reported event of "gastric perforation" from journal article: "revision of laparoscopic adjustable gastric banding: success or failure?", obes surg (2012) 22:287-292. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unk. (B)(4). The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Stomach perforation is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of stomach perforation as follows: contraindications: pts who have/experience an intra-operative gastric injury during the implantation procedure, such as a gastric perforation at or near the location of the intended band placement. Caution: during insertion of the calibration tube, care must be taken to prevent perforation of the esophageal or stomach. Caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death.